Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and attempts to charge from a working outlet for an extended period, and trying a different wall adapter and charging cable did not resolve the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place pump into storage mode before return, and was informed they would need to reprogram pump settings and reconnect cgm on replacement pump, while technical support confirmed warranty and shipping address, arranged pump replacement, and instructed customer to return problematic pump using prepaid label within 10 days.